Event description:
It was reported that when the console was switched on, there was a system s3 warning alert during device preparation. It was noted that no log files were provided. The console was exchanged and the alarm resolved.

Manufacturer narrative:
No patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 alarm was confirmed. The centrimag motor was not returned for analysis; however, a log file was downloaded from the returned centrimag 2nd generation primary console (serial number: (B)(6)). A review of the downloaded log file showed events spanning approximately 3 days ((B)(6) 2024, (B)(6) 2024 per time stamp). ¿system alert: s3¿ alarms became active following a sf_flow_other sub fault on (B)(6) 2024 at 10:57:00. The system was power cycled several times before an sf_ifd_shutdown_detected was active on (B)(6) 2024 at 11:19:00. The system was started again on (B)(6) 2024 at 11:18:00 for testing at abbott. There were no other notable alarms active in the log file. Additional information provided on (B)(6) 2024 stated the motor in use at the time of the event is unable to be identified at this time. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were unable to be reviewed for the centrimag motor due to no serial number being provided. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.